Manufacturer narrative:
The device was not returned by the user facility for evaluation. The lot history record was reviewed and confirmed the device was manufactured to specification. The lot was manufactured in october 2017. No other complaints of any type are associated with this lot. Statements from the instructions for use include: do not use this device if there is any apparent shipping or handling damage. The following conditions may not allow the roth net device to function properly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or actuating the device when the handle is at an acute angle in relation to the sheath. For best results, the object should be centered and proximal in the net prior to closure. Once entrapment is accomplished, retract the handle until it stops. Continuous gentle traction should be applied on the handle to keep the roth net device closed. Excess pressure may cause the net to rupture or tear. Us endoscopy discussed the event with the user, including the directions for use which are provided in the IFU.

Event description:
User facility reported that the nylon mesh on a roth net device detached during a food bolus retrieval procedure. The detached mesh was retrieved with a second roth net device. The procedure was completed with the second roth net device. There was no report of harm to the patient or user due to the detached mesh nor the retrieval.